Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced feeling too full, trouble breathing, shoulder and back pain while performing pd therapy on a homechoice device. The issue occurred during fill 1, while the patient was connected to the device. The home patient stated that for the last 2 therapies, they felt too full. However, it was not until ¿last night¿ that the patient called their pd nurse because the patient was having trouble breathing, felt too full, ¿felt like their organs were squished¿, had shoulder pain and back pain. The nurse advised the patient to disconnect and drain manually. The patient drained about 2500 mls and felt relief. At the time of this report pd therapy was ongoing via continuous ambulatory peritoneal dialysis. No further detail was provided regarding medical intervention, whether the patient was hospitalized or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All connections appear correct and secure. There was no evidence of moisture or pest infestation, and no internal part damage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined; therefore the homechoice pro device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.